Manufacturer narrative:
(B)(4). G2: foreign- taiwan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the first anchor did not deploy initially and then 2 anchors deployed together at the same time. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6; h8. The reported event is not confirmed. Visual examination of the returned product identified the juggerstitch was returned without any packaging components/materials and has been cycled 2 times. There were no sutures or anchors returned with the device and the flexible sleeve is at the end of the needle tip. Cycled the black button and it functions with no issues. There is no flashing present on the translucent green portion of the front-end assembly, and the black push button is visually conforming to the print. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.